Manufacturer narrative:
Other relevant devices are: enlw1616c95ee; s/n: (B)(4); use by date: unknown; upn # (B)(4); encf2525c45ee; s/n: (B)(4); use by date: unknown; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 82.46 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure post implantation imaging revealed there was a lot of blood flow on the surface of the aneurysm. The physician noted considerable membrane leakage due to a type iii fabric tear. The physician then elected to implant an endurant aortic cuff and 2 further endurant limbs however there was still blood flow on the surface of the aneurysm observed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received for this case reported that the type iii tear was confirmed in the bifurcate enbf2513c170ee. If information is provided in the future, a supplemental report will be issued.